Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure to reposition a device that had migrated, the physician accidently fractured and compromised the insulation of this right atrial (ra) lead causing a high out of range pacing impedance measurement of greater than 2000 ohms. The ra lead also stopped pacing and no atrial activity was observed on the electrogram. The ra lead was surgically abandoned and replaced prior to pocket closure. No adverse patient effects or complications were reported.